Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was turned off due to something went wrong with the device. The device remains in service. No additional adverse patient effects were reported.